Manufacturer narrative:
(B)(4)

Event description:
It was reported that the foot pedal was sticking. There were issues with the foot pedal sticking noted for an angiojet® ultra system console. There were no patient complications or patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the foot pedal was received in fair condition with no physical damages observed. The angiojet ultra system console was not returned for evaluation. The foot pedal was plugged in and testing passed functional testing. The foot pedal was pressed in the center and in each of the four positions (0º, 90º, 180º, and 270º) around the circumference of the foot pedal. The foot pedal was continuously for more than 1 minute and pressed more than five strokes in each of the five position activations and observed each stroke without sticking. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the foot pedal was sticking. There were issues with the foot pedal sticking noted for an angiojet® ultra system console. There were no patient complications or patient involvement reported.